Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for "cartridge issues". Customer reverted to an alternate pump for insulin therapy. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.